Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's pump was exchanged due to suspected pump thrombus. The patient had not experienced any signs of hemolysis and his highest ldh levels were 490-745. A ramp study was performed and the patient failed the study. It was also reported that the flow on the display module was blank. The patient remains ongoing with the new lvad.